Event description:
Attending reported that pt returned one day following c-section with alleged suture breakage. Attending reports that pt was closed from either end of the incision meeting and tying two suture strands in the middle/center of the incision. Surgeon states that one day later, pt did not appear "right" and attending returned pt to o.r. Upon exploration, attending reports that all three knots were present and intact (both terminus knots and central knot). No suture was observed between any of the knots.